Manufacturer narrative:
The customer reported that the data acquisition pcba was replaced, the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device displayed a "proximal pressure sensor autozero failed" alarm during set up and was documented in the event log. The customer reported that the pins were checked for alignment and that solenoid 3 and 4 were replaced, but problem persisted. The rse advised the customer that data acquisition pcb (printed circuit board) can be replaced to resolve issue; it was also suggested that the da-mc (data acquisition motor controller) cable can be replaced as a precaution. Investigation is ongoing.